Event description:
This second MDR is being submitted for the second suspect product, also a device manufactured by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. Pt was skin tested in 1994 with ambivalent results, and was given a second test 4 months late and a third test 6 months later with perceived negative results. 3 month later, pt received initial treatment with 1 cc of one formulation of collagen in the vermilion border and .5 cc of second formulation of collagen in the perioral lines. Approximately 15 sept 2000, pt wrote to physician regarding indurated red bumps with intermittent swelling. Physician have not yet seen pt, but the diagnosis is hypersensitivity at injection site. Physician will prescribe a topical steroid cream, as well as claritin orally.